Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated the ipg caused pain in the abdominal region. The patient also stated the external devices would intermittently fail to locate the ipg (reference MFR. Report#:1627487-2017-08639. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a diffident model. The new ipg was also relocated. Effective therapy resumed following the procedure.